Event description:
It was reported that during the placement of a dialysis catheter for chemotherapy, a hole developed and leaked chemotherapy drugs into the patient. As a result, the catheter had to be removed surgically. No further information was available. No further complications have occurred with this event. This device has been destroyed. Therefore no failure analysis will be available. User technique during access and/or patient anatomy may have contributed to this event. However, company is unable to determine the exact cause for this event. Company's directions for use outline appropriate plaement, access and maintenance procedures.